Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 61 events were reported for this quarter. Product return status: 60 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 60 events were confirmed during testing. 60 devices were found to be affected by missing paint chips. Additional information: this device was not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 61 </noe> malfunction events in which the device had paint chips missing. 61 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 61 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips.   Additional information 61 devices were not labeled for single-use. 61 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 61 </noe> malfunction events in which the device had paint chips missing. 61 events had no patient involvement; no patient impact.